Event description:
It was reported that the patient had their implantable neurostimulator (ins) was explanted due to the stimulation not working. It was noted that prior to the removal the patient had 5 revisions but it still did not work for them. It was reported that the lead component of the ins system was fractured and that the "programmers" could not figure out what was wrong with the stimulation. The patient moved and visited a new physician where a CT scan was performed and the patient chose to have the ins system removed. The patient subsequently received a pump for their therapy needs. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3888-33, lot# v238362, serial#, implanted: 2010 (B)(6), explanted: product typ lead, product ID 3888-33, lot# v319901, serial#, implanted: 2010 (B)(6), explanted: product typ lead, product ID 3777-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ lead, product ID 37743, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ programmer, patient product ID 3708220, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ extension. (B)(4).